Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found and replaced red stripe sample tubing, with a pinhole in it, going from the bsv (blood sampling valve) to the shear valve (cvl85) to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 750 hematology analyzer. The leak was described as approximately 1 ml of bloody fluid leaked from the blood sampling valve (bsv). The customer stated that there was a cracked tubing. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.